Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation for which biosense webster¿s product analysis lab (pal) observed a hole and reddish material in the pebax. Initially, it was reported that during the operation, error 106 was displayed on the carto system after the first ablation. A second device was used to complete the operation. There was no adverse event reported on the patient. The force sensor issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-jan-2024, there was a hole and reddish material in the pebax. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 25-jan-2024.

Manufacturer narrative:
The thermocool® smart touch® sf uni-directional navigation device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a hole and reddish material in the pebax. A screening test was performed, and the device was recognized correctly; however, hi force appeared due to an internal printed circuit board (pcb) issue. The blood found inside the pebax area may have contributed to the issue reported. A manufacturing record evaluation was performed for the finished device 31147342l number, and no internal action was found during the review. The force sensor issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the device is not in contact with tissue. If the force reading is not near zero when the device is not in contact with tissue, perform zeroing. If the force problem persists, replace the device cable or the device. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).